Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube shaft was broken 68cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 90% stenosed target lesion was located in the mid left circumflex artery. After pre-dilation was done with a 2.5x15mm apex balloon catheter, a non-bsc stent was implanted to treat the lesion. A 3.0mm x 12mm quantum maverick was then advanced for post dilatation. However, during advancing, the proximal of the balloon shaft was fractured about 60cm outside the patient. The physician removed the balloon directly and completed the procedure with a different device. No patient complications were reported and patient's status was stable.